Event description:
Information received with return of the explanted device notes that post implant, lead impedance varied between 600 ohms to >2500 ohms. When the device was replaced, the physician noted fluid in the connector block.